Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2008, a pt was implanted with two gore tag thoracic endoprosthesis to treat with a descending thoracic aneurysm. An MRI scan was performed on the pt on the next day. The pt was reported to be fine. One day later, the pt presented with paraplegia. No reintervention has been scheduled at this time. Films will not be sent to gore for evaluation.